Event description:
It was reported that during use with 3 bd vacutainer® sst¿ blood collection tubes the stoppers were loose and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the test tube cover is not easy to tighten, and the sample is easy to leak.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper creepout was not observed. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper creepout/stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for stopper creepout. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that during use with 3 bd vacutainer® sst¿ blood collection tubes the stoppers were loose and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the test tube cover is not easy to tighten, and the sample is easy to leak

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.